Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : proposed component (annex g) code is mechanical (g04) - provisional bottom performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged has fractured on the medial side of the post feature and the post feature has fractured off. All pieces were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001822565-2023-00229, 0001822565-2023-00231, 0001822565-2023-00232, and 0001822565-2023-00233.

Event description:
It was reported that the instrument was returned fractured. All pieces have not returned. Attempts have been made and no further information has been provided.